Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the femoral artery. The supera stent delivery system was advanced to the target site without difficulty and the stent was deployed without issue. During deployment of the supera stent, the stent delivery catheter broke, approximately 2 cm from the transparent portion of the catheter, at a location inside the patient anatomy. The separated segments were easily removed from the patient anatomy at the groin access site and no portion of the supera stent delivery system remains in the patient anatomy. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported separation appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.